Event description:
Patient also reported, "possible left side rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "protruding implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "protruding implant" and "breast lump."

Event description:
Patient reported bilateral "protruding implant" and "breast lump." Device remains implanted. This record is for the left side.